Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a cautery. The customer states the cautery that comes inside the kit, mini, cautery button part number 2301796 caught fire. There was no patient or clinician injury.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The dhrs review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples submitted with this complaint therefore the reported condition by the customer could not be confirmed. The complaint shall be reopened if a sample is received. The component e.s. Pencil is produced by external supplier and the assembly process consists in a pick and place operation. There is no additional inspection on the line to detect the condition reported. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. As part of the corrective action a vendor notification was documented in order to report the customer issue that the plant has received as a complaint. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.